Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported there was a communication problem. It was reported an overdischarge was suspected. It was reported the last time stimulation was felt was 2-3 weeks ago. It was reported when the programmer (pp) was used to interrogate the implantable neurostimulator (ins) they got a poor communication screen. It was reported the patient had fallen on the ice a couple weeks ago and had been having troubles charging since. The patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).